Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 18th july 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with pieces of the lens stuck inside of the cartridge tip. Further inspection of the cartridge revealed that there was viscoelastic residue dispersed throughout the cartridge; however, residue was also identified in and under the lens module, suggesting that an excessive amount of ovd may have contributed to the complaint or observed issues. The handpiece was disassembled and the assembly was inspected. No issues that could cause or contribute to the complaint issue could be identified. The pieces of the lens were removed and the entire lens was cleaned, revealing that the lens had been torn. No issues that could cause or contribute to the complaint or observed issues could be identified. The complaint issues of trailing haptic not folded and delivery issue could not be confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the intra-ocular lens (iol). Which was prepared using ophthalmic viscoelastic device (ovd) got stuck between the plunger rod and cartridge and was unable to be inserted during the operation. The haptic was manually cut by the surgeon and the iol and the lead haptic, which had been already inserted into the eye, were removed. After that, the back-up lens was inserted. There was no patient injury and no further details were provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown, as information was requested but not provided. Section d6a - implant date: implant date does not apply because the lens was removed during the same procedure. Section d6b - explant date: explant date does not apply because the lens was removed during the same procedure and has never been implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.